Event description:
Info received indicates the bed has no knee down function from the right intermediate siderail. There are error codes 10-70 & 10-71.

Manufacturer narrative:
The tech found fluid ingress onto the right siderail ucm circuit board. He replaced the right siderail ucm circuit board to repair the bed.